Manufacturer narrative:
We are reporting the incident because of a potential for serious injury if the malfunction were to recur. We will be submit a follow up in due course giving details of our actions.

Event description:
We have received a report from our (B)(4) subsidiary that a customer has reported to the (B)(4) that the rolko strap and handle that we supply as part of the bed accessory (B)(4) lifting pole and handle assy has broken on the adjustable strap housing; the breakage occurred when the patient was lifting himself up using the handle. A minor injury was sustained (bump on the head).